Event description:
It was reported that when repairing the laser console, the technician found that the fibers used with the console didn't work. The fibers were tested and found to be broken and unable to be used. The fiber break was identified due to an alignment problem on the laser. This report is for the second fiber break.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber was received in one piece. The fiber was not physically broken, it is likely that what the customer stated as the breakage is what was observed during the analysis. The fiber connector had burned marks and an internal connector fracture. The complaint was confirmed. The IFU states: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that when repairing the laser console, the technician found that the fibers used with the console didn't work. The fibers were tested and found to be broken and unable to be used. The fiber break was identified due to an alignment problem on the laser. This report is for the second fiber break.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that when repairing the laser console, the technician found that the fibers used with the console didn't work. The fibers were tested and found to be broken and unable to be used. The fiber break was identified due to an alignment problem on the laser. This report is for the second fiber break.